Event description:
It was reported that the patient had swelling and suspected infection at both incision sites. Swelling was noted. The patient required additional surgical intervention due to these concerns. During the procedure, the surgeon opened both incision sites to check for infection, noting clear fluid that appeared to be seroma. No infection was observed at that time. An antibacterial absorbable envelope pouch was placed at the neurostimulator site, and both incisions were closed. The issue was resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.